Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of reported incident could not be conclusively determined. Please note that per the instructions for use, the recommended size delivery system for use with a 10 mm amplatzer septal occluder is an 6f. H6: codes 4755, 3221 and 4315 were removed.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as device was returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, cause of reported incident could not be conclusively determined. Please note that per the instructions for use, the recommended size delivery system for use with a 10 mm amplatzer septal occluder is an 6f.

Event description:
It was reported that on (B)(6) 2022, a 10mm amplatzer septal occluder was selected for an implant using a 9f amplatzer trevisio intravascular delivery system. During the procedure, the device deformed in the left atrium. Device was removed from the patient prior to release from the delivery cable. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. A new 12mm amplatzer septal occluder was successfully implanted as the replacement device. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.